Manufacturer narrative:
E1. Initial reporter first and last name are unknown.

Event description:
It was reported that the device was received back from preventive maintenance (pm). During the safety inspection, the technician observed that the ground pin was very loose. Due to this issue, the unit failed the safety check. The technician is returning the unit for repair. There was no patient involvement at the time of explant.

Manufacturer narrative:
This report was identified as a duplicate complaint and will be retracted. Refer to mwr-18122025-0001995357 for information regarding this complaint.